Event description:
It is reported that a customer has issues with their insulin pump squirting out of their insulin pump. The customer's blood glucose level was 199 mg/dl. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump unable to prime during prime test due to faulty forces sensor. No prime alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.